Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stents: xience v 3x18 ((B)(4), lot#9042241), xience v 3x15 ((B)(4), lot#9020461) there was no reported product deficiency. Angina and restenosis are known as adverse events of coronary stenting in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the xience v device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via a trial that approximately 15 months post xience stent implantation in the mid right coronary artery (mrca), the patient experienced chest pain and was found to have 80% stenosis of the proximal rca and 70% in-stent restenosis in the mrca. On (B)(6) 2010, the patient underwent percutaneous coronary revascularization in the mrca and two non-target lesions. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. Although requested, there was no additional information provided.